Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose. Blood glucose reading went up to 450 mg/dl and customer¿s other blood glucose was 330 mg/dl. Customer to troubleshoot for their high blood the insulin pump will not be returned for analysis.